Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of the transmission, it was noted that the pacemaker exhibited inhibition of pacing due to noise oversensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.